Event description:
It was reported that during a coronary drug eluting stenting treatment procedure, stent damage occurred. The target lesion was located in the moderately tortuous, severely calcified, 90% stenosed left anterior descending artery (lad). The lesion was predilated with a maverick balloon of unknown size. The physician advanced a 2.75 x 8 mm taxus express2 drug eluting stent, however, the taxus stent was unable to cross a previously deployed stent. Upon removal the taxus struts appeared deformed. No further intervention was performed due to this event. No patient complications were reported. The patient status is reported as `satisfactory/good'.